Event description:
Boston scientific received information that five months ago, this device battery indicator was still at beginning of life (bol) status with a monitoring voltage of 3.10 and charge time of 8.4 seconds. Then, four months later the device reached elective replacement indicator (eri) with a monitoring voltage of 2.97 and charge time of 13.1 seconds. The device is scheduled for replacement.

Manufacturer narrative:
As of this report, the device has not been returned. A request was made to have the device returned for analysis post explant. Should additional information become available, this report will be updated.